Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to test the operating currents, low batt alarm and off no power alarm due to no button response. Unit had minor scratched display window, cracked battery tube threads, broken belt clip slot,scratched reservoir tube window, cracked reservoir tube and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not performed. The device was returned for analysis.